Event description:
Pt has prosthetic left hip -aml-. Most recent revision completed in 1992. In 1995 the revision dislocated three times. Pt ceased much activity, and slowly regained strength. For the last nine years, hip has been stable. Pt is avid exerciser, but uses caution. Pt was in gym at time of incident, taking a class that pt has taken over 30 times before. Pt was engaged in a squat that did not exceed a 90 degree bend at the hip. Pt held the squat position for 5 - 10 seconds prior to dislocation. Pt heard pop first, then felt dislocation. Pt recognized symptoms and lowered to floor safely. Pt was removed via ambulance. Hip was reduced under general sedation. Pt discharged from emergency.